Event description:
It was reported that the patient presented for a follow-up in the clinic and the atrial lead was found to be dislodged due to twiddlers syndrome. Upon interrogation, it was also noted that the atrial lead exhibited high capture threshold, episodes of noise and undersensing issues. The atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.